Manufacturer narrative:
The device investigation found that the implant was not working according to specification due to a malfunction of the electronic circuitry caused by a malfunction of an electronic element. The investigation results appear to match the problems mentioned in the patient report. The observed mechanical damages are attributable to the explantation surgery. This is a final report.

Event description:
The user was seen for a regular fitting of the device and during the appointment a check of the device showed it was functioning. The audio processor was upgraded from tempo+ to an opus 2 at this time. Shortly after the refitting with the new audio processor the user complained of a complete loss of sound perception when using the device. The user has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a fitting appointment the patient suddenly stopped hearing with the device. An opus 2 audioprocessor was programmed at the appointment.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation surgery has not been made available so far.

Event description:
During a fitting appointment the recipient suddenly stopped hearing with the device. Additional information indicated that there was no inflammation and no report of trauma to the implant area. No further information has been received.